Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02918 and 0001825034-2021-02924. Not returned.

Event description:
It was reported during the incoming inspection at the warehouse in (B)(6) a team member found debris in the sterile package. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) reported event was confirmed as visual examination of the returned product identified foreign debris in the sterile packaging. Device history record was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.